Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: except scratches no significant deformations or damage were detected. Although no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is with a value of -0.0405mm outside tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The first measurement in the horizontal body position has shown that the valve with a value of 7.04 cmh2o is slightly outside the permissible tolerance. We performed a second measurement. The measured values of the second measurement were now 7.32 cmh2o. This indicates that the valve is still outside the permissible tolerance, but an improvement in the values can be observed. Presumably further testing would lead to a continued improvement of the values, since the distilled water would flush any deposits inside the valve out. The measurements confirm the suspicion of overdrainage. Result: first, we performed a visual inspection of the progav®. Although except scratches no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is with a value of -0.0405mm outside tolerance of 0 ± 0.02 mm. Significant outside pressure, for example by too much force from the progav® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve is permeable, the break is fully functional and the break force is within the given tolerance. The adjustment test has revealed that the progav® is not adjustable throughout the normal range. The first measurement of the opening pressure in the horizontal body position has shown that the valve is slightly outside the permissible tolerance. We performed a second measurement. The measured values of the second measurement were still outside the permissible tolerance, but an improvement in the values can be observed. Presumably further testing would lead to a continued improvement of the values, since the distilled water would flush any deposits inside the valve out. The measurements confirm the suspicion of overdrainage. Finally, we have dismantled the valve. Inside the valve we have found a small amount of build-up of substances (likely protein). Based on our investigation, we observed that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported to miethke that a progav sys w/sa 20 a.control reservoir (# fv434t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the valve was believed to be overdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Further details were not provided. Height: 135cm.